Event description:
Technician alleged the trendelenburg lever is not dropping the head of the bed. No patient impact.

Manufacturer narrative:
The technician found the trendelenburg valve seat is stuck. The technician replaced the trendelenburg valve to resolve the issue.